Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that after removing the set-screw and rod, the tip of the device broke off when loosing a screw. The procedure was delay an hour.

Manufacturer narrative:
Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: there are no indications for a product failure. The fractographic analysis shows a typical fracture surface of a too high torque moment. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.